Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 - user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 8/6/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 115, 163, 118, 213 and 196 mg/dl. The customer was using correct testing technique. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was unable to perform a back to back blood test during the call on (B)(6) "2019". The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 07/29/2019 and open vial date is july 2018. The meter memory was reviewed for previous test result history: (B)(6).